Event description:
It was reported that the lead exhibited high capture and low sensing values. It was noted that the patient had an aortic valve repair.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.